Event description:
It was reported that a dexcom app crash occurred. Performance data was reviewed. The allegation was confirmed. The probable cause was determined to be an sql error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).